Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that the device was placed in or and then when babies were transferred to ICU the "catheters stopped working after a few hours." Per physician the insertion procedure was completed with ultrasound and without complications, and catheters functioned in or well.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It is reported that the device was placed in or and then when babies were transferred to ICU the "catheters stopped working after a few hours". Per physician the insertion procedure was completed with ultrasound and without complications, and catheters functioned in or well.